Event description:
A (B)(6) male whose dual chamber recent interrogation revealed 7 unsustained episodes of what the device read as vf, but further investigation suggested it was noise. Further evidence revealed evidence of early lead fracture ICD has been found to have noise on the ICD lead. He has a dual coil riata ICD lead and presents today for a new ICD lead implant and generator.